Event description:
A malfunction alarm on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. After consulting with technical support, the customer received guidance on how to reset the pump, successfully resolved the issue, and was advised to continue using the pump while contacting support if the malfunction recurred.